Event description:
It was reported that the patient¿s previous implantable neurostimulator (ins) was replaced as it had become too low and had trouble recharging.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).